Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was emitting double beeping sound. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date and no patient involvement. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition. Functional testing included use testing. Immediately on powering on the device started double beeping. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by downstream sensor.